Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the outflow tubing from centrifugal pump pack became disconnected from the oxygenator inlet. The product was not changed out instead they put the tubing back on and tie banded it to the oxygenator. No known impact or consequence to patient. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 1, 2022. Upon further investigation of the reported event, the following information is new and/or changed: type of investigation #1: 3331 - analysis of production records; type of investigation #2: 4114 - device not returned; investigation findings: 3221 - no findings available; investigation conclusions: 4315 - cause not established. The affected sample was not returned for a thorough investigation. This is a customer made connection. It was stated from the sales representative that the product was not changed out, they put the tubing back on and tie banded it to the oxygenator. It is concluded that the tubing was not pushed past the second barb and tie banded prior to use. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.